Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The complaint regarding piece of insulation on wire at the instrument tip is missing was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a piece of insulation wire missing at the tip. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: following a surgical case, damage to the instrument was first noted during cleaning in spd, not intraoperatively. The damage involved exposed wire due to damaged insulation, although the cable itself remained intact and was not broken in half. There were no problems with cautery, signs of thermal damage, or arcing observed during the procedure, and the surgery was completed using the same instrument. It is unknown if any fragment fell inside the patient, and there are no details on whether the instrument collided with any other tool or had issues being removed through the cannula. The instrument was inspected before use with no damage detected, and it has already been returned for evaluation. No photographic images or video recordings are available for review.